Event description:
Additional information was received which indicated that there was no high impedance discovered. Rather, the patient had requested that the device be disabled, which it was, on the date of the original call. Second, the patient requests the device be explanted. There were no abnormalities found with the diagnostics and no trauma reported. The patient would like the device explanted because she is unhappy with her therapy. Surgery is likely, but has not occurred to date. No additional information has been provided.

Event description:
On (B)(6) 2013 it was reported that the vns patient has high lead impedance. No further information was provided at the time. Review of the patient¿s programming history revealed that on (B)(6) 2013 a normal mode diagnostics test showed results within normal limits of output=ok/lead impedance=ok/impedance value=2481ohms. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Further information has been requested but no additional information has been received from the physician to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.